Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to leakage. It was reported that the device had fluid loss. There were no patient complications reported.